Manufacturer narrative:
Continuation of medical devices: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2018, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 27-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an external neurostimulator (ens) for an unknown indication for use. It was reported that during the patient¿s trial they mentioned that they thought they had twisted in their sleep as they were not feeling stimulation as they had before. The doctor ordered x-rays and the stated the lead had moved. The settings were reprogrammed and they would continue with their trial. Factors that contributed to the issue was that the patient had twisted in their sleep. The issue was resolved at the time of the report. The event occurred on (B)(6) 2018. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient's wireless external neurostimulator (wens) serial number and the patient's identifying information. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.